Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Five (5) screws were returned with one (1) fossa device. The item number(s) and lot number(s) of the returned screws were unknown. One of the five screws was fractured in the threaded portion of the screw. All five screws showed signs of use, as each had some discoloration and damage to the threads and cross-drive interface. It could not be determined which screw was the one that backed out. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a revision is planned for a custom temporomandibular joint implant on the left side five (5) months following implantation. During a follow up visit, the patient complained of a thick cheek and the CT scan showed that one (1) screw had fractured and one (1) screw had backed out of the fossa component. The patient is experiencing inflammation of the cheek and is being treated with anti-inflammatory drugs. A new custom fossa component will be implanted at a future unspecified time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Five (5) screws were returned with one (1) fossa device. The item number(s) and lot number(s) of the returned screws were previously unknown. One of the five screws was fractured in the threaded portion of the screw. All five screws showed signs of use, as each had some discoloration and damage to the threads and cross-drive interface. It could not be determined which screw was the one that backed out. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section d1, d4, h2, h3, h6 and h10. D4- there are four (4) potential lot numbers. Tmj system cross drive fossa screw 2.0mm x 11mm, part# 99-6581, lot# 939290, UDI# (B)(4) , manufacture date 19 dec 2018 tmj system cross drive fossa screw 2.0mm x 11mm, part# 99-6581, lot# 611790, UDI#(B)(4) , manufacture date 26 jun 2019 tmj system cross drive fossa screw 2.0mm x 11mm, part# 99-6581, lot# 796140, UDI# (B)(4) , manufacture date 20 nov 2019 tmj system cross drive fossa screw 2.0mm x 11mm, part# 99-6581, lot# 582290, UDI# (B)(4) , manufacture date 16 jan 2020.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product information was updated to correct the report with the appropriate/responsible device for the reported event detail. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00031. This report is being submitted to update section b3, b5, d7, g5, h2, h6 and h10 and correction to d1, d2, d3.

Event description:
It was reported that a revision was performed to remove a custom temporomandibular joint fossa component on the left side six (6) months following implantation due to screw loosening and screw fracture. During a follow up visit, the patient complained of a thick cheek and the CT scan showed that one (1) screw had fractured and one (1) screw had backed out of the fossa component. The patient was experiencing inflammation of the cheek and was being treated with anti-inflammatory drugs prior to the revision. In order to remove the fractured screw fragment, the surgeon had to drill some small holes around the end of the fractured screw fragment until he managed to grasp and twist out the piece with pliers. The surgeon noted that an unspecified number of remaining fossa screws were loose upon removal and the fossa component was loose. A new custom fossa component will be implanted at a future unspecified time. It was reported no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown screws, part#: ni, lot#: ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported that a revision is planned for a custom temporomandibular joint implant on the left side five (5) months following implantation. During a follow up visit, the patient complained of a thick cheek and the CT scan showed that one (1) screw had fractured and one (1) screw had backed out of the fossa component. The surgeon initially intended to replace the fossa component with a new custom implant, but has since suggested re-positioning the existing implant. No revision has yet been reported.